Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence, prolapse, and hypermobility. Post implantation the patient experienced pain, erosion, protusion, and infections and underwent the following procedures: (B)(6) 2008 mesh repair, (B)(6) 2011 partial excision of mesh, (B)(6) 2012 complete removal of mesh.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that between (B)(6) 2006, the patient had severe abdominal pain for several months. It was reported that her last surgery was complicated with bladder injury and began experiencing low pelvic pain and discomfort. The patient had previous surgeries for pelvic endometriosis and hysterectomy salpingo-oophorectomy with lysing of adhesions. The patient is having recurrent vaginal itching, irritation and vaginal discomfort and is also treated for interstitial cystitis. It was reported "impression: abdominal pain and pelvic pain from extensive bowel adhesions." (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.